Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had foreign material in the light guide cover lens. There was no patient involvement.

Event description:
No new information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted based on additional information provided updated field: h4.